Event description:
Received 60 ml sterile syringes that have lubricant visible to the naked eye on the inside of the syringe barrel. The manufacturer is telling us that this is ok, but I'm afraid that there is enough lubricant in the barrel that some could transfer into medications prepared for IV injection. FDA safety report ID# (B)(4).